Event description:
Patient called md after receiving treatment on (B)(6) 2024 with fluorouracil via a cadd pump/cassette. There was a leak where the pigtail tubing from the cassette met the cadd extension set tubing. New cassette and tubing was given to patient to finish therapy.